Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a charred motherboard. The motherboard was charred at the port 14 connection. The burned board was noticed during machine repair after the machine was pulled from service for alarming with arterial alarms and blood still sense messages during setup. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The motherboard was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned motherboard. The biomed replaced the motherboard, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a charred motherboard. The motherboard was charred at the port 14 connection. The burned board was noticed during machine repair after the machine was pulled from service for alarming with arterial alarms and blood still sense messages during setup. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The motherboard was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned motherboard. The biomed replaced the motherboard, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information; d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer investigation determined that there is a causal relationship between the objective evidence and the alleged event; the alleged event is confirmed.